Event description:
The co rec'd info of a pt involved in a traffic accident where the outside temp is minus 10 degrees. The injured lay outdoors for approx 1.5 hrs before the combitube was introduced into the pt's airway. At examination, it is established that the tube is in wrong position, goes behind trachea and penetrated the rear wall of oropharynx and the point lies in upper mediastinum. The customer also reported that the instruction manual for the prod was missing from the packaging.